Event description:
Clinic notes indicate that the patient has had a slight increase in seizure frequency since last vns setting change. Additional relevant information has not been received to date.

Event description:
It was reported that typically, patient has clusters 3-4 days a week.. No other relevant information was received.